Event description:
During declotting of brachial artery of pt. With ptfe graft, physician felt resistance in catheter, released balloon, pulled back, again felt resistance and advanced catheter which came free. No problem with flow. Catheter noted to be missing balloon. All vessels open per subsequent radiology exam. No clinical sequelae. Graft doing well.